Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead revealed a loss of capture with an unknown duration. All other measurements were within normal range. An electro gram revealed a ventricular signal and no obvious displacement. The patient has own intrinsic rhythm and was to be scheduled for a closer examination at a later date. Subsequent information was received, and it was noted that the patient came in for a lead revision. An x-ray was performed and reveled that the lead had perforated through the wall of the rv lead. The lead was pulled back and repositioned on the septal wall. Shortly after the lead was repositioned the patient's blood pressure dropped. The physician monitored the situation and inserted a drip to monitor blood / fluid coming from the perforation. New measurements were taken and were within normal range. No additional adverse patient effects reported. This right ventricular (rv) lead remains in service.

Manufacturer narrative:
Rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.